Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed a severe skin reaction after wearing the pod on the abdomen for more than 72 hours. Concurrently, the patient¿s blood glucose increased to approximately 14 mmol/l (252 mg/dl). The patient indicated that over an approximate two-week period, they experienced dermatological symptoms at and extending beyond the pod application sites. Symptoms reported include big red patches which spread all over their body, bumps and itch., and localized skin warmth. The patient sought medical attention on (B)(6) 2026 at pharmacy (B)(6) and was prescribed a cooling cream fna. The patient also reported concurrent use of previously prescribed betamethasone cream. After three days of treatment with the cooling cream, the patient was additionally prescribed a treatment of citrine 10 mg once daily. Subsequently, a stronger antihistamine (name not specified) was prescribed by an after-hours general practitioner service. The patient could not recall the exact diagnosis but reported it was an adhesive-related allergy, possibly urticaria. The patient continued using the pod during medical evaluation, however, symptoms persisted and worsened. Consequently, the patient discontinued use of the omnipod system and reverted to their previous insulin pump delivery method, pending further guidance from their diabetes nurse.